Event description:
Event description boston scientific received information that there were noisy intercardiac signals on stored ventricular tachy electrograms. These episodes occurred while the patient is sleeping or reading the newspaper. The pacemaker is programmed unipolar sense and bipolar pace. The clinician is able to reproduce noise and inhibition with isometric manipulation. When the pacemaker was rechecked in bipolar, no oversensing was present. To date, there have been no reported patient symptoms associated with this clinical observation.